Event description:
It was reported that patient¿s cervical scs ipg was explanted at unknown date for unknown reason.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.